Event description:
The hosp reported the during an endoscopic vein harvesting procedure, the hemopro tissue welder silicone jaw boot detached at the tip. This occurred after the procedure was started, but outside the pt. The procedure was completed by opening a new kit. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were burnt, and the silicone jaw boot was detached from the hot jaw at the bottom. A supplemental report will be submitted when the investigation is completed. (B) (4)